Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty gold sensor. The motor was tested outside the device and passed. Unit received missing end cap sticker. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners, belt clip slot and battery tube threads.

Event description:
The customer reported via phone call that the insulin pump twice alarmed motor error. Customer's blood glucose was unknown at the time of incident. Customer does not recall any significant events leading to the error. Troubleshooting was done for motor error and customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.